Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and returned for investigation. Simulated test use of the air gas module in a ventilator passed the pre-use check. However, during ventilation for 4 days the machine has alarmed for, o2 concentration low, air supply pressure: low, peep low, on/off switch error and apnea which indicates stop of ventilation. It was intermittent. It passed all the pre-use check tests after the ventilation except the alarm state test due to an active on/off switch error. The failure was caused by a defective supply pressure transducer on a printed circuit board inside the air gas module, falsely triggered a technical alarm indicating an on/off switch error. The supply pressure sensor has drifted overtime which caused the reported issue. This fault in the pressure sensor can give rise to faults in the pre-use check and during ventilation high pressures and volumes, as well as higher oxygen concentrations than set. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped.